Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, and the root cause was determined to be use error, the patient was not connected to the set when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter (B)(4) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The home patient(hp) stated he started the initial drain before connecting himself. The hp then stated he connected himself after the hc started alarming. The technical service representative(tsr) assisted the hp to cycle power 2 times to clear. The tsr advised the hp to start over with new supplies. On (B)(6) 2011 by baxter (B)(4) contacted the hp who stated this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.